Manufacturer narrative:
The product was not returned for analysis. The reported complaint cannot be confirmed based on the available information. The origin of the reported complaint cannot be confirmed. Complaints have been received reporting a potential presence of 'polychromatic sheen'. No harm to patients reported. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, after the implantation doctor noticed a different sheen to usual on the surface of the lens with a slightly bluish reflection, as if it were a layer of fat on the surface. Additional information has been requested. There are two medical device reports associated with this patient. This file is for right eye.